Event description:
Prior to the procedure, the surgeon tested the a2754 working element with a conmed cautery cord and a cautery unit to ensure that the equipment was functioning properly. During the eval, sparks came out of the top of the a2754 burning a hole in the surgeon's gown. The surgeon did not sustain any injuries.